Manufacturer narrative:
Date of event: unknown. State of initial reporter: unknown. Bd corporate headquarters ((B)(6)) has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4191597, medical device expiration date: 12/31/2015, device manufacture date: 07/10/2014. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had hemolysis.